Event description:
It was reported there was a lead/extension issue. It was reported that while in the procedure, the lead kit was opened and it was "shown that the short mandrine for the connection to the test-stimulator and the connector-boot" was not included in the package. It was noted a "long mandrine" was used in replacement for the "short mandrine" and another package was opened with the connector boots. No patient symptoms were reported. Additional information received reported the empty package was thrown away. It was reported a set of connector-boots were used to replace the missing product. It was reported the issue had only occurred once.

Manufacturer narrative:
(B)(4).